Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: address is (B)(6); reported here as address exceeded character limit for designated field.

Event description:
It was reported that on (B)(6) 2026, a patient underwent a pulse field ablation (pfa) procedure with a concomitant left atrial appendage occlusion (laao) procedure, a farawave catheter was selected for use. On (B)(6) 2026, post-procedure electrocardiogram (ECG) demonstrated supraventricular tachycardia (svt) with no chest pain and dizziness. Flecainide 50 mg was administered to control svt. Two episodes of svt were noted. The patient was treated with lasix with diuresis. Adenosine triphosphate (atp) 20 mg was administered via rapid intravenous push, resulting in a decrease in heart rate to approximately 90-100 bpm. Subsequently, tachycardia with heart rate in the range of approximately 130-140 bpm was reported. Verapamil 5 mg intravenous injection was administered followed by an additional 10 mg, resulting in improvement of heart rate to approximately 70-80 bpm. Another ECG performed the same day demonstrated first-degree atrioventricular (av) block with paroxysmal atrial fibrillation and heart rate of approximately 128 bpm. No acute ischemic changes were noted. Flecainide dosage was increased. On (B)(6) 2026, the patient experienced episodic svt without chest discomfort, dizziness, or palpitations. Medical management was adjusted from flecainide to verapamil. The patient experienced serious deterioration in health requiring in patient hospitalization or prolongation of existing hospitalization. On (B)(6) 2026, the patient was discharged.